Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
The customer reported after wearing the pod for 15 hours his blood glucose reached 336 mg/dl and that the cannula had a small bend in it.

Manufacturer narrative:
The returned device was evaluated and found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The root cause was determined to be broken front sma wire at anchor. Initiation of the alarm in response to this issue indicates the device functioned as intended. No bent was observed in the cannula.